Event description:
A damaged 3ml syringe. "Crooked plunger". Manufacturer response for bd 3ml syringe bd luer-lok with vial access cannula, bd 3ml syringe bd luer-lok tip with vial access cannula (per site reporter). Unsure, reported to the materials management department.